Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the battery was replaced and old data was removed to free up disk space. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would freeze and had sluggish performance. There was no patient present.

Manufacturer narrative:
Initial reporter name and occupation corrected to the proper value. If information is provided in the future, a supplemental report will be issued.